Event description:
A customer contacted physio-control to report that their device would intermittently not detect the patient through defibrillation electrodes during intubation. The customer advised that a back up device was available and was used to continue patient care. As a result, ECG would not be obtainable and defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The patient was a four-year-old male who came to the hospital unit in asystole.

Manufacturer narrative:
The customer was contacted for device evaluation, and it was reported that they are unsure which device experienced this issue. Because this event cannot be traced to a specific device, the customer has not agreed to return the device for the investigation. The reported issue could not be verified, and root cause could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio performed a clinical review and determined that it is reasonable to conclude the device use did not contribute to the patient outcome. The patient¿s ECG was reported as asystole. In the medical judgement of these reviewers, asystole is the terminal rhythm of cardiac arrest. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would intermittently not detect the patient through defibrillation electrodes during intubation. The customer advised that a back up device was available and was used to continue patient care. As a result, ECG would not be obtainable and defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The patient was a (B)(6) male who came to the hospital unit in (B)(6).